Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(6) compared to a laboratory result using an unknown method. On (B)(6) 2022 at 3:11 p.m., the meter result was 3.8 inr using strip lot 60124921. The laboratory result within 1 hour was 2.9 inr. On (B)(6) 2022 at 10:34 a.m., the meter result was 3.3 inr using strip lot 62216021 with an expiration date of 31-dec-2023. The laboratory result within 1 hour was 2.5 inr. On (B)(6) 2022 at 4:14 p.m., the meter result was 3.7 inr using strip lot 62215312 with an expiration date of 31-dec-2023. The laboratory result within 1 hour was 2.6 inr. The patient stated that they sometimes milk their finger to obtain a blood drop for testing. The patient also stated that they do not always dose within 15 seconds of pricking their finger. No medication changes were made based on the meter results. The patient¿s therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is biweekly or more often as needed.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The strips were requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine-based) origin are not a coaguchek-specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."